Event description:
Provider states the enduser bed is in a group home and the bed when raised is hitting below the window sill that the bed rest up against near the wall. Provider states need to replace the bed, the head and foot section are bent, head motor is broke.